Event description:
It was reported that the lead had high impedance. The lead's impedence has varied from 425 ohms to 1619 ohms. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.